Event description:
It was reported that during testing the device over temperature alarm kept alarming. No patient involvement was reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 3-jan-2024. Device evaluation: one device was returned for investigation. The return tube is cracked. Device fails flow rate test, below 1 gpm, due to cracked return tube. Printed circuit board (pcb) has evidence of fluid ingression from the cracked return tube. Air detector door has rust forming on the hinge pins, over time this will build up and the door will be harder to open and close. The over temperature alarm sounded roughly 5 minutes after power on. The complaint was confirmed. Root cause was attributed to the cracked return tube causing low flow rate and also the fluid ingression on the pcb. Both of these reasons could cause the device to overtemp. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the return tube and pcb. I replaced the air detector door, o-rings and fan guard for preventative maintenance. Device passed functional testing after the completed repairs.